Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event explant date: (B)(6) 2010. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: a50206. Model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. It was noted that the patients condition could not be treated by the device. No further information could be obtained.